Event description:
Patient also underwent tricuspid valve repair during the procedure. Patient was hypotensive for a few days post-operatively and required pressor support. Patient's heart rhythm did go into atrial fibrillation which was treated with IV amiodarone and converted to sinus rhythm and stayed in sinus rhythm. Patient was discharged on post operative day 11.

Event description:
Through follow up with the healthcare provider edwards learned the mitral valve was explanted due to recurrent mitral stenosis secondary to early degeneration. Per operative findings, the mitral prosthesis valve was well incorporated but the leaflets were extremely stiff and thickened and partially calcified. The redo mitral valve replacement procedure went well. A 27mm mitral valve was implanted. Post bypass tee revealed a small jet of paravalvular leak. Just opposite the location of the orifice of the left atrial appendage, trivial to mild in quantity. Given the risk of return to cardiopulmonary bypass and repeated clamp and arrest, and considering the small nature of the leak, it was elected to observe rather than attempt to repair. Patient was transferred to the csu in fair condition.

Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received info that a 27 mm bioprosthetic mitral heart valve, implanted for seven (7) years and ten (10) months, was explanted due to heavily calcified and fused leaflets. As reported, the patient has undergone radiation treatment for breast cancer since the valve was originally implanted. An unknown device was used in replacement and the procedure went well.